Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). The device is still in the investigation process. If an investigation report available, a follow-up report will created.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4) "over infusion". Customer information: drive unit make strange noise. Device pumps too fast.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The investigation of the complained device was performed in the service repair shop (B)(6), germany. The device history was read out and analyzed. During the investigation of the device history no flow deviation could be recognized. The sample was subjected to a visual and functional examination. During the visual inspection of the perfusor space, the technician seal on the lower housing as well as all cover caps of the screw pillars were available and undamaged. The device showed heavily soiled and the p2 connector was corroded. The functional test was performed. The device passed the self test with a positive result. The syringe, which was insert for functional test, could be successfully identified and selected in the pump menu. It was possible to bring the pump in operation. The delivery accuracy of the pump was checked (rate 5ml/h). The determined value -+0,48% was within specification (+-2%) (according to en iso 60601-2-24). For an inside investigation the device was disassembled. No damages could be found. The complaint could not be confirmed. No technical malfunction could be detected during the investigation of the device history and the measurement of the delivery. The device works according the specification.